Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube and corroded motor home switch. Device received with minor scratches on case, cracked select button keypad overlay, broken battery tube threads, pillowing keypad overlay, cracked case (battery tube), cracked retainer, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error as insulin pump felt into toilet. Customer reports they received a critical pump error image on the pump screen. Customer's blood glucose was 297mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.